Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that following a fall she could not feel stimulation and had a return of symptoms. The patient stated that she fell on her tailbone, had a return of symptoms, and could not walk since then. The patient is unsure if the fall affected their ins system as they could not walk to see their healthcare provider. Stimulation was confirmed to be on, and even with increasing stimulation the patient was unable to feel stimulation. The patient was advised that they would need to follow-up with their healthcare provider for additional troubleshooting of the ins. Patient status is not known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.